Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: surgeon is refusing to provide answers to additional information: the patient demographic info: age, weight, bmi at the time of index procedure; other relevant patient history/concomitant medications; product code and lot number. What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications during the index surgical procedure? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the patient's current status?

Event description:
It was reported that the patient underwent an uneventful gyn procedure in 2008 and the mesh was implanted for stress incontinence. The patient was cured. Two years ago, the patient experienced recurrence of incontinence and intermittent hematuria. The patient underwent an examination and cystoscopy on (B)(6) 2018. It was found that the mesh has eroded into urethra and small urethro-vaginal fistula developed. This doctor will discuss to decide on surgical options. No further information is available.